Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 28-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in an unknown endovascular procedure. The patient called technical services to say that they had an additional procedure performed forty-two days post the index procedure. The patient was unsure of the exact details of the intervention but reported the surgery was to repair something inside and a balloon was possibly used, the patient was unsure whether any new device was implanted. The physician then reported that follow up CT showed that the left iliac limb looked more narrowed than expected, and the patient was brought into or to use a reliant balloon to inflate the left iliac limb until it was more acceptable. It was reported that the distal aorta was average size and the right iliac limb was occupying most of the lumen which narrowed the left limb. It was reported that, other than how the left limb looked on CT the patient had no other symptoms suggesting narrowing of the limb. The only intervention carried out was ballooning with the reliant balloon. No cause of the event has been reported. No additional clinical sequelae were provided and the patient is fine.